Manufacturer narrative:
This device is pending return for testing and evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 155 cm. Saber rx 8 mm. X 2 cm. Balloon catheter (bc) was inflated twice in the lesion. Then, during its third inflation, the balloon ruptured at 14 atmospheres. The shaft and the balloon were completely separated and the balloon was embedded in the lesion. The balloon could not be removed in one piece. Therefore a surgical intervention was performed. The target lesion was the shunt, and reported to be calcified. The level of tortuousness and rate of stenosis was unknown. The product was clinically used, and it will be returned for analysis. Additional information has been received. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. No information about the patient has been provided yet. All of the balloon pieces were removed from the patient. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Additional investigational questions were answered as unknown.

Manufacturer narrative:
The device has been returned for evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion-a 155 cm. Saber rx 8 mm. X 2 cm. Balloon catheter (bc) was inflated twice in the lesion. Then, during its third inflation, the balloon ruptured at 14 atmospheres. The shaft and the balloon were completely separated and the balloon was embedded in the lesion. The balloon could not be removed in one piece. Therefore a surgical intervention was performed. The target lesion was the shunt, and reported to be calcified. The level of tortuousness and rate of stenosis was unknown. The product was clinically used. There was no other product issue noted either at the account, after the procedure, or prior to shipping for inspection. No information about the patient has been provided yet. All of the balloon pieces were removed from the patient. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure).  Two plastic bags were received for analysis containing separated pieces of a 155 cm. Saber rx 8 mm. X 2 cm. Balloon catheter. Per visual analysis, the shaft and the balloon were completely separated. The balloon was not received as a whole, just a piece of a ruptured balloon was returned. The hub of the unit was not received either, just a piece of the separated body shaft was returned. Functional analysis was not performed due to the conditions of the received unit. A radial separation was observed on the balloon at 8 mm from distal end. Sem analysis results showed that the external surface presented evidence of scratch marks that could be related to the balloon separation. The internal surface and marker bands did not presented any evidence of damages. No other anomalies were found during the analysis. A device history record (DHR) review of lot 17449263 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-separated - in patient¿ and ¿balloon- burst - at/below rbp¿ were confirmed through analysis of the returned device. However, the exact cause of the separation and rupture conditions could not be conclusively determined. Vessel characteristics (calcified lesion in a shunt vessel) may have contributed to the burst and separation as evidenced by scratch marks found from sem analysis. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. If resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.